Manufacturer narrative:
The scope has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. As part of our investigation, a review of the device service history was performed and found no service information on the reported scope. Based on similar reported events, user handling and the operator¿s technique during use could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides several warning and caution statements in an effort to mitigate equipment damage and patient harm. ¿never repair by persons other than olympus-qualified technicians or modify the instrument, as this may result injury of the patient or operator as well as damage to the equipment. These instruments do not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair; patient or user injury and/or equipment damage can result. Do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface at the distal end is particularly fragile, and visual abnormalities may result.¿ if the scope is returned to olympus for evaluation at a later time, this report will be supplemented.

Event description:
Olympus was informed by the user facility that at the end of a second stage buccal urethroplasty with suprapubic catheter placement procedure, as the scope was being removed from the patient, it was noted that approximately 3cm of its covering was found missing, exposing the metal mesh of the scope. The missing piece was retrieved from the patient and all pieces are accounted for. The procedure was completed using the same scope. No other equipment was replaced during the procedure. There was no patient injury reported. Olympus was further informed that the scope was inspected prior to use and no anomalies were found. The scope was cleaned using steris and the minimum concentration is checked daily with each load in the olympus automated endoscope reprocessor (aer). No problems noted with the aer. The last preventative maintenance on the aer was performed on (B)(6) 2017. Pre-cleaning is performed immediately after each procedure. The scope is leak tested prior to manual cleaning using an olympus leak tester. The scope is brushed during manual cleaning using an olympus single use brush. The last olympus field service engineer (fse) reprocessing training with the aer machine was on (B)(6) 2018 and the last olympus endoscope support specialist (ess) reprocessing training was done on (B)(6) 2017. All reprocessing personnel at the user facility are properly trained. The scope is stored in a sterilized sterrad (asp) aptimax tray and stored until use.